Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during implant of the left ventricular (lv) lead, the lead dislodged during the slitting process, and there was difficulty in placing the lead due to access problems and the patient's anatomy. Therefore the decision was made to abandon the lv lead and have a lead implanted epicardially. No patient complications have been reported as a result of this event.